Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had alarmed lost sensor. At the time customer's blood glucose was 45 mg/dl, treated with grilled cheese and half a glass of (B)(6). Customer declined troubleshooting for low bgs. The customer is not retuning the insulin pump for analysis.